Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump alarmed with "no disposable" alert, while the cassette had been attached properly. Subsequently, the patient used a functional backup pump. No patient injury was reported. No adverse events were reported.

Manufacturer narrative:
Additional information received by smiths medical that the patient had the pump from 25-jun-2018 to 28-feb-2019 and the pump was use for infusion life-sustaining.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump in fair condition with cracked housing. The device was started in application, no problems found with double beeping. The reported issue could not be duplicated. The problem source could not be identified.